Manufacturer narrative:
Further information was requested but not received. The reported event helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to the blood/tissue in the helix region and the over torqued inner coil in the connector region consistent with procedural damage. Visual and x-ray examination and electrical testing of the lead and were normal. X-ray examination of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the right ventricular (rv) lead was revised for unknown reason. During the procedure, it was noted that while attempting to re-implant the lead, the helix exhibited failure to retract. The lead was explanted and replaced. The patient was in stable condition.